Event description:
It was reported that the monitor on the 9600+ system started to flicker, after boot up, and then monitors went dark. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified that some of the pins and plugs on the associated power supply had a black film on them. Cleaned the pins and plugs of the black film. The system was tested and found to be working as intended and placed back into service.